Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip was bent. Subsequently, an infusion set was pulled out. The customer's blood glucose was 100-200 mg/dl. The customer changed the infusion set and resumed insulin delivery.